Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the anchor is broken-off at the transition between the hex and threaded portion of the anchor and the hex has a vertical split. The anchor body was not returned. Complainant's event typically caused by over insertion and or prying/leveraging the driver while the implant is still loaded and or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that when the surgeon tried to implant the anchor, it broke. A small piece of the anchor stayed in the patient. The doctor refused to retrieve the small part. The surgery was not suspended. They finalized the surgery, adding a new anchor. Follow-up investigation: they inserted the new anchor next to where the fragment from the broken one was. The procedure was completed by inserting 2 anchors in the patella and one bio-interference screw in the femur of the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that when the surgeon tried to implant the anchor, it broke. A small piece of the anchor stayed in the patient. The doctor refused to retrieve the small part. The surgery was not suspended. They finalized the surgery, adding a new anchor.